Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. This lv lead was successfully explanted and a new lead implanted instead on the left bundle branch (lbb). No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. This lv lead was successfully explanted and a new lead implanted instead on the left bundle branch (lbb). No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lv lead was explanted due to loss of capture (loc). This lead is not expected to return as it was disposed by the facility. No additional adverse patient effects were reported outside the revision procedure.